Event description:
Philips received a complaint by the customer on the v60, indicating that during a precheck, they found touchscreen was not working, unable to calibrate touchscreen. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: the repair approval was not accepted by the customer. A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. It is unknown what the outcome of the service event was and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.